Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no pulse output. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis:there was no fault found during analysis. The device passed the function test.